Manufacturer narrative:
G4: 04sep2020 b4: (B)(6)2020 manufacturer's product support engineers (pse) evaluated the unit and confirmed the reported issue. Fse found bearing in the blower to be bad. Pse replaced the unit's blower to resolve the reported issue. Unit was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The customer contacted technical support (ts) stating that unit had alarm message of patient circuit clogged (occluded). The customer reported there was no patient involvement.